Manufacturer narrative:
Findings: insulin pump was received with blank display due to corroded battery cap contact. With a test battery cap, unit was received with failed battery test alarm after battery change due to corroded battery tube. Unable to verify low battery alarm due to failed battery test alarm. Unit was received with cracked case at display window corner, cracked lcd window, minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and stained address/serial number label.

Event description:
The customer reported via phone call that they had battery depletion and received low battery alert less than 1 week. The customer's blood glucose value was unknown. The insulin pump will be returned for analysis.